Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5540030, 510k # k113174 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an operation of extending, and tightening was performed with 3 rods due to degenerative scoliosis. Post-op, there was metal squeak and set screw on the left side of s1 loosened. The squeak sound occurred from (B)(6) 2018. Due to this, the patient underwent posterior fixation at th9-s2ai, during which it was confirmed that set screw on left side s1 was loose. During re-operation, reinforced rod was removed and the four set screws on the caudal level were replaced, and the operation was completed. There were no other patient complications as a result of alleged event.